Event description:
It was reported that one day post implant, the patient complained of "shock-like" sensations on an intermittent basis that became more frequent. When the ventricular channel was programmed off, the sensation stopped. A chest x-ray revealed that the ventricular lead was extended beyond the level of the diaphragm and projected over the left quadrant of the abdomen. A repositioning of the lead was anticipated.